Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control observed that the device was showing a "connect cable" message on its display, indicating that it could not detect a patient/test load. As a result, the device was unable to charge and shock. Physio-control determined that the cause of the reported issue was that cable-mounted plug connector, designator p23, of the therapy connector cable had been disconnected from the therapy pcb assembly at pcb-mounted jack connector, designator j23. Physio-control then reseated p23 to j23 which resolved the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not deliver energy to a patient. The customer advised that medical personnel had been monitoring the patient via 12-lead ECG when a service indicator appeared. While monitoring the patient, s/he went into cardiac arrest. Medical personnel then switched the device to paddles lead ECG and attempted to shock the patient, which was unsuccessful. A backup device (a lifepak 12) was obtained and used to continue patient care. The customer advised that the delay in obtaining the backup device was approximately 2 minutes. The customer advised that the patient was successfully shocked using the backup device and after approximately 30 minutes of treatment (including ongoing CPR), the patient's pulse returned. No further details about the patient were provided. Physio-control has attempted to contact the customer in order to obtain additional information; however, no response has been received.

Event description:
The customer contacted physio-control to report that their device would not deliver energy to a patient. The customer advised that medical personnel had been monitoring the patient via 12-lead ECG when a service indicator appeared. While monitoring the patient, s/he went into cardiac arrest. Medical personnel then switched the device to paddles lead ECG and attempted to shock the patient, which was unsuccessful. A backup device (a lifepak 12) was obtained and used to continue patient care. The customer advised that the delay in obtaining the backup device was approximately 2 minutes. The customer advised that the patient was successfully shocked using the backup device and after approximately 30 minutes of treatment (including ongoing CPR), the patient's pulse returned. No further details about the patient were provided. The customer confirmed that the emergency dispatch was for chest pain and difficulty breathing. The patient had had recent bypass surgery. The customer further advised that the last known status of the patient was that she had survived, and that she had been intubated by emergency personnel upon arrival at the hospital for further care. The current status of the patient is unknown.

Manufacturer narrative:
The customer later responded to physio-control's request for additional information. Have all been updated accordingly. The customer confirmed that the emergency dispatch was for chest pain and difficulty breathing. The patient had had recent bypass surgery. The customer further advised that the last known status of the patient was that she had survived, and that she had been intubated by emergency personnel upon arrival at the hospital for further care. The current status of the patient is unknown.